Manufacturer narrative:
The insulin pump was received with unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. The insulin pump passed displacement test, rewind, basic occlusion, occlusion and no delivery tests. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a compromised force sensor system alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.